Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) via the manufacturer representative (rep) reporting that the rep did not see any corrosion on the extensions, and the hcp did not mention any corrosion issues to the rep. The rep reported that it seemed to be an issue with the therapy which was why the patient had their ins exchanged. The rep reported that the procedure went as to be expected. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported that the ins was too close to the surface of their skin and has been so since implant. The patient stated it was so close to their skin that they could feel the little screws where the wires are.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 748240, serial (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 748240, serial (B)(4), implanted: (B)(6) 2005, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for dystonia and movement disorders. The patient had a new ins implanted a few days prior to the report. They stated that their chest was swollen from the surgery, and their head shaking was bad the morning of the day prior. It was stated that the patient was really worn out that morning by the things they had to do on the phone, and they need to go back to bed. They also reported that their neck was hurting, puling to the left and they were not adjusted properly. Additional information was received from the patient reporting that they were having "issues." The manufacturer attempted to clarify if the "issues" the patient referenced were the same issues which were previously reported, but the patient did not answer; therefore, it is unknown if the issues represent a new event or not. Additional information was received from the consumer indicating their healthcare provider (hcp) and manufacturing representative (rep) saw something strange with the old battery when they replaced it. They were not sure what it was at the time and decided to just put a new battery in on top of whatever it was. The consumer found out from another hcp they thought it was broken and corroded wires. The consumer indicated the new implant does not have full connectivity, because it had "junk" under it, and it was not working correctly. The patient also alleged the device was not put in properly. Their new hcp scheduled them for a new set-up to remove the "old equipment" because it had been in there for so long. The hcp indicated the wires in their neck were broken and breaking, and was almost certain they were not working right. No further complications were reported as a result of this event. [Information about symptoms and issues with the old ins, and recharger and programmer issues omitted. See (B)(4)]

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer indicating that their ins was implanted incorrectly and it was twisted in their back. They further noted they got short of breath easily ever since the new implant.